Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded that ipl handpiece has failed to properly identify optic filters and needs to be replaced. Lumenis is currently investigating the reported event. Based on the information provided,it is uncertain if the malfunction would likely lead to serious injury should it recur, and in an abundance of caution lumenis has chosen to report this malfunction. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A user facility reported that a lumenis one system has failed to properly identify optic filters used with ipl handpiece. No patient involvement and no injury was reported.